Event description:
It was reported that on (B)(6) 2023 a 25mm amplatzer amulet plug was selected for an implant. During the procedure the device did not take a correct position and appeared bulbous in shape. Device was removed from the patient prior to released from the delivery cable. There was no angulation or kink noticed in the delivery system and no interaction with cardiac structures during deployment. Device was replaced with a 22mm amplatzer amulet plug that completed the procedure successfully. The patient is stable and was discharged. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deployed into a bulbous shape was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
N/a